Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction injection was administered to address the high bg. A cartridge change was performed resolving the issue.